Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 212 mg/dl and an extra bolus was administered to address the bg level. The customer performed a system check and thought that the cause of the occlusion was due to the infusion site; however, as the alarm had occurred earlier in the day, tandem technical support was unable to perform another system check to confirm this.